Event description:
Patient relative reported left side " ¿diagnosed with chronic leukemia¿, and ¿present cancer¿,- not device related, ¿sporadic rashes¿, ¿swelling¿, ¿profound¿physical distress¿, ¿time away from employment¿, and ¿impairing ability to care for our children¿, "a focus of benign microcalcification in left breast." And the concerns for recall. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma-late: unable to observe. ¿ rash: unable to observe. ¿ edema: unable to observe. ¿ cancer: unable to observe. ¿ calcification: not observed. ¿ breast pain: unable to observe. ¿ anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, edema, rash, anxiety-product/procedure, breast pain, cancer-ndr, varied injuries-ndr, calcium deposits/calcification.

Event description:
Patient husband reported left side "my wife was diagnosed with chronic leukemia, persistent discomfort in one of her breasts, sporadic rashes, and swelling that suggests fluid accumulation around the implant, profound emotional and physical distress, and recall associated with bia-alcl." Patient's husband additionally reported "benign microcalcification." The events of chronic leakemia, and varied injuries are not device related. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/28/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/20/2024.

Event description:
Patient relative reported left side " ¿diagnosed with chronic leukemia¿, and ¿present cancer¿,- not device related, ¿sporadic rashes¿, ¿swelling¿, ¿profound¿physical distress¿, ¿time away from employment¿, and ¿impairing ability to care for our children¿, "a focus of benign microcalcification in left breast." And the concerns for recall. The device remains implanted.

Event description:
The device has been explanted and replaced.